Event description:
It was reported that the lead appeared to have moved soon after implant, with only minimal changes in electrical performance. The lead was explanted and replaced. The device was replaced due to rrt (recommended replacement time). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based in-part on device analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the outer insulation was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, a guidewire was stuck in the lead and there was apparent explant damage; full lead returned and analyzed. (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.